Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination of pseudomonas aeruginosa on (B)(6) 2024. Additionally, the device tested positive for micrococcus luteus on (B)(6) 2024, pseudomonas aeruginosa on (B)(6) 2024, pseudomonas aeruginosa on (B)(6) 2024. The device also tested negative for the presence of microorganisms on (B)(6) 2024 and (B)(6) 2024. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Correction: d9 additional information: d8, h3 the lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024, sampling from: distal end, cfu: no detection, bacterial identification: n/a. Sampling from: biopsy channel·suction channel cfu: 0cfu bacterial identification: n/a sampling from: a/w-channel cfu: 1cfu/ml bacterial identification: staphylococcus capitis. The device was evaluated and another reportable malfunction was identified; there was white foreign material identified in the air/water (a/w) cylinder and a/w tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, physical damage (possible perforation and dent) was found during the device evaluation which may have resulted in insufficient reprocessing. Additionally, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device. This report is related to MFR 14941 (1/2).